Manufacturer narrative:
(B)(4). Evaluation summary: the unused sample was returned for evaluation. The batch review did not find any nonconformance related to the reported condition during the manufacture of the device. Initially, the customer reported the issue as a seam defect on the upper right corner of tpn bag but the visual inspection and functional testing identified the reported condition as a large leak located on the upper right edge. Magnified inspection of the leak location identified an edge cut on the upper right corner with pinched and drawn eva edges around the sides of the breach, indicating the cut was caused by shears or scissors. Based on evaluation findings, the condition was determined to have occurred during handling of the bag prior to compounding. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have defect on upper right corner of the seam. Where in the process the defect was discovered is unknown; however, this report documents no patient involvement or adverse events. During sample evaluation, the bag was found to be leaking from the upper right edge. No additional information is available.